Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. The device inspection revealed the following: the package was received, and a dead insect was found trapped under the label. There is a slight space being formed between the plastic packet and label from where the insect entered and got trapped. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. From the product inspection and feedback from manufacturing team it is evident that the incident occurred during storage and handling of the device but it can¿t be retraced, if the insect did move itself into the cavity of the label while it was in stryker control or after it left stryker control. Therefore, an exact root cause of the complaint event could not be established. If more information is provided, the case will be reassessed.

Event description:
The customer reported that : "I just received order (B)(4), and in the bag containing screw (B)(6), there was a live earwig-like insect."

Event description:
The customer reported that: "I just received order (B)(4), and in the bag containing screw (B)(6), there was a live earwig-like insect."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.